Manufacturer narrative:
The insulin pump was received with blank display anomaly due to moisture damaged noted on electronics assembly. Unable to verify power error due to display anomaly. Device received with cracked retainer, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed power error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.